Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error, a motor position encoder error and motion sensor test failure. The customer¿s blood glucose level was 285 mg/dl at the time of the incident. Customer states that they experienced high blood glucose. The customer stated that the drive support cap was normal. The customer stated that the unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A broken force sensor was detected during seating or regular delivery alarm during rewind due to motor encoder signal out of phase. Unable to confirm motor error alarm and unable to perform any tests due to a broken force sensor was detected during seating or regular delivery alarm.